Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the titanium elastic nail (ten) nail jams in inserter. The instrument was sent to the central sterilization department. There is no further information about the issue. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the t-handle is broken and the head of the instrument shows severe damage and material outbreaks at the area of the cannulation. The review of manufacturing and material documents has shown that this instrument has been produced in 2012 in accordance with the specifications. No material or manufacturing fault was found. The severe damage from the head indicates that excessively high forces by nail insertion took place and this caused the breakage of the t-handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.